Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device entered back-up vvi during a cybersecurity upgrade. The device firmware was reinstalled to resolve the event and the cybersecurity upgrade was not reinstalled. The patient was stable with no adverse consequences.